Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. Ok biotech tested the standby current of returned meter, the result was 0.9¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number: d180315-1). The control solution tests for level low were 61/62 mg/dl, for level high were 261/256 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Patient's strips lot# d161007-2 was manufactured on oct. 07, 2016 and expired in oct. 2018. Patient used expired strips to test blood which might caused or contributed to error readings. User issue.

Event description:
It was reported that medical attention was sought on (B)(6) 2019 at the end-uses home. The end-user stated that she performed a blood glucose test around 10:00am and received a result that was 519mg/dl. A normal blood glucose reading for her is around 120mg/dl. End -user stated she wasn't feeling well, and she drove herself to (B)(6) health located at (B)(6). End-user stated that she does not remember what her blood glucose was when she arrived at the hospital just that it was higher than normal . She stated that she was given a tablet to lower her blood glucose. She was discharged after 6 hours and her blood glucose was around 200mg/dl. Meter memory was deleted so the end-user was unable to provide test results. End-user was informed that her test strips are expired. No additional information was provided.